Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump t:case was broken and the clip would not secure to the case which intermittently resulted in the pump falling and caused the cartridge to be ¿ripped out of the pump¿. Reportedly, the cartridge was changed to address the issue. Customer¿s blood glucose level ranged from 150-180 mg/dl.